Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by manufacturer: the device was returned for evaluation. Device analysis revealed that the device has wire broken in the distal section 328cm from the proximal section. The overall length and outer diameter of the distal tip could not be measured due to the distal tip not returned. The remaining dimensions that could be measured were with specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that the wire got stretched. The target lesion was located in the coronary artery. A 330cm rotawire¿ was selected for use. During procedure after insertion, it was noted that the wire was stretched. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that wire was broken in the distal section 328cm from the proximal section. It was further reported that the wire fractured outside patient's body.